Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 year follow-up CT showed the presence of a type ia endoleak due to the aortic body stent graft being positioned below the intended landing zone, placing the sealing ring in a location outside the treatment range for the implanted stent graft. A re-intervention was performed to place a stent in the right renal artery in conjunction with an aortic cuff to extend the proximal seal successfully resolving the type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.